Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that at one point, the pump would not power on. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was resolved after she replaced the pump's battery. The patient denied receiving an alarm from the pump. She also denied that there were any issues with the pump's battery cap or that the device was exposed to trauma, water, or physical damage. The pump was replaced. She was advised to implement a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that could not be explained with troubleshooting of the device. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box showed no power loss. The battery cap was not returned with the pump for investigation. A new test battery cap was used for testing and was able to be fully tightened without the yellow o-ring visible. There was no damaged noted to the battery or cartridge compartments. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.